Event description:
It was reported that during a gastric bypass procedure, the battery of the device did not work. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. One piece sled, drivers, cartridge, pan the analysis found that one pse60a device was returned in good visual condition and with an ecr60d cartridge loaded in the device. Additionally, the reload was received with the left side fully fired and the right side partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. Furthermore, the cartridge pan was noted to be partially dislodged at left distal end. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.